Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted a call service 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 5/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings:. During investigation of the returned pump, ¿cs069¿ alarm reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39).